Manufacturer narrative:
Section h10 and/or h11 stated: physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information was not provided were intentionally left blank. Physio-control evaluated the customers device and was unable to duplicate the reported issue. Physio replaced the device's battery pins and after proper device operation was observed through functional and performance testing, the device was returned to the customer for use. Physio determined the issue was due to worn battery pins, though further root cause was not determined. Section h10 and/or h11 should have stated: physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information was not provided were intentionally left blank. Physio-control evaluated the customers device and was unable to duplicate the reported issue. Physio replaced the device's battery pins as a precaution. After proper device operation was observed through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device was turning off when transporting a patient. There was no report of any adverse effect to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information was not provided were intentionally left blank. Physio-control evaluated the customers device and was unable to duplicate the reported issue. Physio replaced the device's battery pins and after proper device operation was observed through functional and performance testing, the device was returned to the customer for use. Physio determined the issue was due to worn battery pins, though further root cause was not determined.

Event description:
The customer contacted physio-control to report that their device was turning off when transporting a patient. There was no report of any adverse effect to the patient as a result of the reported issue.